Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed ostial lesion in the severely tortuous, non calcified left anterior descending artery was predilated with an unk size balloon. While introducing the taxus express2 3.5x20mm drug eluting stent into the lesion the stent wire broke. No pt complications were reported.